Manufacturer narrative:
Device evaluation completed on october 27, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the med height te w/sut tabs 550cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the patch on the posterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2021, mentor estimated date of implantation based on manufactured date provided in jde: jan 19, 2021, and since the device was returned for analysis on oct/12/2021, however, the exact date of explantation was not provided. Therefore, the explant date was defaulted to the 1st day of the month the device was received oct/1/2021 until further information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor cpx 4 breast tissue expander with suture tabs, 550cc tissue expander experienced unknown sided deflation post procedure. The report stated that the breast tissue expander used for the patient, would not expand. The expander was removed from patient and another product was used on an unknown date.